Event description:
It was reported that the day after implant the right atrial (ra) lead appeared to have a microdislodgment as the ra lead thresholds had gone up considerably and the ra lead was still the right atrium. A lead revision was done and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.